Manufacturer narrative:
Although the customer requested an event log review, the logs have not yet been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation.

Event description:
The customer reported a tacrolimus 24 hour continuous infusion intended to infuse at 6.3 ml/hr finished 10 hours earlier than expected. A tacrolimus level lab test was drawn after the infusion because it had finished early; the result was found to be below the therapeutic range for the drug. There was no reported harm to the patient.

Manufacturer narrative:
The customer¿s report of a possible overinfusion was not confirmed. The pcu event log showed that a patient weight of (B)(6) was programmed on (B)(6) 2016 and used for all subsequent infusions. The weight for this adult patient had been reported as (B)(6). On (B)(6) 2016 at 8:57pm an infusion of ¿tacrolimus¿ was restored and started with the previous weight based dosing parameters: drug amount = 2mg; diluent volume = 150ml; patient weight = (B)(6); calculated rate = 6.25ml/hr. A vtbi of 150ml was entered. A ¿yes¿ response was selected in response to the message ¿dose exceeds guardrails limit of 0.5mg/kg. Proceed?¿ the infusion continued until 1:40am on (B)(6) 2016 when an air-in-line (ail) alarm occurred. The door was opened for 1 minute and 23 seconds with a flo stop open alarm, then closed, and the infusion restarted. At 7:39am another ail alarm occurred. The user opened and closed the door, and then restarted the infusion. Beginning at 11:05am, three consecutive delays were programmed for 75, 30, and 30 minutes. At 12:53pm the module was channeled off, powering down the system. The device had a total infusion time of approximately 14 hours and 3 minutes, and infused a calculated volume of 88.11ml. Testing and inspection of the pump module identified no malfunctions and the device was found to be infusing within specification. The device¿s safety clamp feature was tested with no issues noted. The administration set was not returned for investigation. The root cause of the reported overinfusion was not determined. Although an incorrect weight was entered for the weight based dosing, the weight used would have resulted in an underinfusion rather than the infusion completing earlier than expected. It is unknown if the roller clamp was closed during the extended flo stop open period.

Manufacturer narrative:
.